Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported endophthalmitis following an intraocular lens (iol) implant procedure. Additional information was provided indicating that the wound was leaking postoperatively. The patient was treated with sub conjunctival injections. The symptoms resolved.